Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2011 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent sling implantation in order to treat stress incontinence and pelvic pain. The patient underwent the concurrent procedure of a partial excision of pelvic floor mesh on (B)(6) 2011 during sling implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6) due to mesh exposure.

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6) due to mesh exposure.